Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has previously caused or contributed to pt injury. Device issue: guide wire separation. It was reported that the guide wire separated at the proximal joint during use. No additional event or pt info is available.

Manufacturer narrative:
.